Manufacturer narrative:
Information regarding device status and patient is under investigation. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited undersensing on the right ventricular (rv) channel, of the left bundle branch atrial pacing in which the system was configured. Technical services (ts) assessed the system after an ablation was completed and tested the leads, leading them to recommended reprogramming options for the system to properly sense. No adverse patient effects were reported. This pacemaker system remains in service.